Event description:
Information received with return of the explanted device notes that during a preoperative follow-up for changing the pulse generator, the lead was found to exhibit >2500 ohms impedance. The patient was recovering from the replacement operation.